Event description:
It was reported that upon interrogation, battery was at 2.32v but the device did not show that eol was reached. Device to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.